Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on the keypad trace. The displacement test was unable to be performed due to keypad anomaly. There was no moisture damage at the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 412 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.